Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was noted to be leaking at the bottom. The customer had filled the cartridge with 200 u. The customers blood glucose level not impacted. The customer was able to load a new cartridge successfully.